Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage due to separation between the spiro and set could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2441-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that the as lvp bur 60d smbore 3ss leaked when attaching the "spiro" to the end of the pump. The following information was provided by the initial reporter: I spoke with the pharmacist and she mentioned they have had recent leaking issue attaching their spiros to the end of their pump set (#: 2441-0007). They just starting using this set as a sub due to the pandemic reduction of skus and said they do not have issues when they continue to use set #10779313. Do you still have the defective item if so can you take pictures of the defect? As soon as the events occurs- we secured all products with ref 2441-0007 and returned them to our distribution. Do you have the lot number of the item? I apologize I no longer have these on hand to check the lot number. Do you know when the incident happen? The first event happened (B)(6) 2020, and then the same event happened again on (B)(6) 2020 to 2 different medication preparations for 2 different patients. Total of 3 events, then the product was no longer used.